Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013079832); product type: 0195-heart valves h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was partially deployed to the point of no recapture (ponr). At this point, the patient's blood pressure decreased so the valve was recaptured. After the patient's blood pressure stabilized, the valve was again partially deployed to the ponr. After partial deployment, cardiac arrest occurred. Due to suspicion of aortic regurgitation, chest compressions were initiated and vasopressor medication was administered. The transcatheter aortic valve was then fully deployed. The patient's blood pressure then returned to baseline, but atrio-ventricular (av) block of unspecified degree was then noted. Subsequently, a temporary pacemaker was implanted

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was partially deployed to the point of no recapture (ponr). At this point, the patient's blood pressure decreased so the valve was recaptured. After the patient's blood pressure stabilized, the valve was again partially deployed to the ponr. After partial deployment, cardiac arrest occurred. Due to suspicionof aortic regurgitation, chest compressions were initiated and vasopressor medication was administered. The transcatheter aortic valve was then fully deployed. The patient's blood pressure then returned to baseline, but atrio-ventricular (av) block of unspecified degree was then noted. Subsequently, a temporary pacemaker was implanted. Additional information was received that during the implant of the valve, the severity of the aortic regurgitation was moderate or greater. Following the implant of the valve, the av block was not properly evaluated; therefore, the degree of av block is unknown. A permanent pacemaker was not implanted. Per the physician, as the patient had a "weak" heart to begin with, the cause of the cardiac arrest may have been due to multiple contributing factors, including relief of aortic stenosis (as); however, the delivery catheter system (dcs) cannot be ruled out as a contributing factor to the cardiac arrest. Additionally, the cause of the aortic regurgitation was due to the position of the valve during the first recapture attempt.